Manufacturer narrative:
Date sent to the FDA: 09/26/2018 (B)(4). Additional narrative: it was reported that following the procedure the patient experienced pain and adhesions. It was also reported that the patient underwent multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/4/2020. Additional narrative: it was reported that the patient experienced hernia. It was reported that the patient underwent revision surgery on (B)(6) 2016.